Event description:
It was reported that there was premature battery depletion. It was stated that the implantable neurostimulator (ins) only lasted 8 months. All impedances were reported to be between 750 and 1800 ohms, the therapy impedance was unknown. Estimated longevity calculations were used with both groups the patient had. It was unknown which group was used more often (group 1: l: 3.4v, 180us, 250hz, 6+, 5-, 1250 ohms; r: 2.8v, 150us, 250 hz, 1+, 0-, 1250 ohms, eri 16 months, eos 18.5 months) (group 2: l: 1.8v, 150us, 250hz, c+, 0-, 1250 ohms; r: 2.3v, 150us, 250 hz, c+, 5-, 1250 ohms, eri 2.8 years, eos 3 years). Additional information was requested, but had not been received as of the date of this report.

Manufacturer narrative:
(B)(4).